Event description:
Healthcare professional reported left side loss of nipple sensation, implant palpability and implant visibility which are considered not device related. Later healthcare professional reported "rupture" diagnosed via MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported left side loss of nipple sensation, implant palpability and implant visibility which are considered not device related. Later healthcare professional reported "rupture" diagnosed via MRI. Device was explanted and returned.

Manufacturer narrative:
Device analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. ¿ nipple sensation increase/decrease: unable to observe through visual inspection as it is a physiological phenomenon. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.